Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to low blood glucose was 30 mg/dl. Customer treated low blood glucose with some glucagon. The customer was not wearing the insulin pump during the hospitalization, however customer discontinue the insulin pump less than 48 hours before hospitalization. Customer declined troubleshooting for the low blood glucose. The insulin pump will not be returned for analysis.